Event description:
The user facility in the netherlands reported that debris entered the patient's eye during surgery. The debris was removed with forceps and there was no impact to the patient.

Manufacturer narrative:
The lot number is unknown therefore a device history record review cannot be performed. The investigation is ongoing.

Manufacturer narrative:
The piercing spike was evaluated by the supplier. A "stringy" white material was found in the thru hole of the spike and reviewed under a microscope. The material did not appear to be material common to the pre-piercing spike assembly and does not have the same color or texture of the resin used to mold the spike. It cannot be determined how or where the material was introduced. It was not observed on their production floor or in the assembly of the part.

Manufacturer narrative:
Correction to d4 UDI (B)(4). The sample was analyzed using an energy-dispersive spectrometer (eds) equipped with a scanning electron microscope (sem). Eds analysis indicated that the sample consists primarily of organic content. The sample was analyzed using a fourier transform infrared (ftir) spectrometer. The ftir produced a spectrum not consistent with anything in their library. The sample was also analyzed using pyrolysis/gas chromatography. Gc/ms was unable to detect anything in their current library. The results concluded that the particle does not match the appearance of any material used in their process. Based upon the investigation it is not possible to determine the root cause or source of the particles reported by the customer. We will continue to monitor for the reported complaints. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Correction: d4 lot# x2619. A review of photos provided by the user facility was performed. One IV spike piercing pin is visible in the photo. The rest of the pack components are not shown in the photo. One particle can be seen at the port on the tip of the piercing pin shaft. In addition, there are photos of a particle lying in a blue tray. It cannot be determined if this is the same particle from the piercing pin tip or if it is a second particle. The particles appear to be light grey in color or possibly white. The size, texture, and material makeup of the particle(s) are unknown. It should be noted that the balanced salt solution bottle and the stopper were not shown in the photos. Although the balanced salt solution stoppers are often a light grey color, the source and origin of the particle(s) cannot be determined by viewing the photos alone. The device has been received. Evaluation is anticipated but not yet begun. A review of the device history record found no nonconformities or anomalies related to this complaint. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is ongoing.

Manufacturer narrative:
One piercing spike was returned in a plastic bag. Microscopic examination was performed and found a cream colored, rubber-like particle sticking out of the hole inside the tip of the piercing pin which appeared to have flashing or burrs on the side port. The particle was removed for inspection. The material is soft, elastic, and stretchy. The balanced salt solution was not returned and could not be inspected. The particle has been sent to the lab for analysis. This investigation is on going.